Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Returned empty the analysis results found that the (B)(4) device (a) was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the (B)(4) instrument (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device fed three conforming clips and ejected the remaining two. Finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # d9e129. Expiration date: 07/2012. Manufacturing date: 08/2007. Dropping or ejected clip.

Event description:
It was reported that during an unknown procedure, there were spitting clips. With the first clip applier the clips jammed out of the jaws. With the second device, the first clip was delivered across and couldn't be placed. A third applier was used successfully. There were no adverse consequences for the patient.